Event description:
Bilateral patient. Both sides revised. Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
Litigation papers allege that the patient was found to have elevated cobalt and chromium levels. Because the bilateral asr hip implants continued to deteriorate, the patient underwent bilateral hip revision surgery. The patient suffered injuries of a permanent nature; endured pain and suffering and is unable to attend to her normal affairs and duties for an indefinite period of time. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) . Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.